Event description:
It was reported that following a recent back surgery, the patient noticed ¿eri¿ on her programmer and recharger. It was stated that the patient had normal stimulation, but that she sometimes experienced a ¿stimulation sensation¿ in the implantable neurostimulator (ins) pocket in her abdomen. It was stated that the patient believed this started after the back surgery. It was reported that x-rays looked normal and impedances were all within normal range except for #15 which was out of range. It was noted that the patient¿s current program did not use this electrode. It was stated that the patient wanted to wait until the ins died before she replaced it. It was stated that the healthcare professional (hcp) planned to ¿just replace the ins, not the leads¿. It was noted that the patient status was listed as ¿alive with no injury¿.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 377760, lot# n0034783, implanted: 2005 (B)(6); product type lead product ID 377760, lot# n0034783, implanted: 2005 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the device had not been replaced yet. The patient was waiting for it to ¿die¿ before replacement. It was noted that the high impedance was not resolved. There were no interventions taken at this time. Additional information was requested but was not available at the date of this report.